Event description:
A report was received that one of the patient¿s leads was sticking out of the head. All contacts were pulled out and mixed up in the hair. The physician decided to cut the lead with a pair of sterilized scissors so that it was resected to the head. The physician did not know if the patient¿s body rejected the lead. The patient will undergo a procedure where the physician will remove the remainder of the lead and have the lead replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one of the leads was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead; 50cm model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that one of the patient¿s leads was sticking out of the head. All contacts were pulled out and mixed up in the hair. The physician decided to cut the lead with a pair of sterilized scissors so that it was resected to the head. The physician did not know if the patient¿s body rejected the lead. The patient will undergo a procedure where the physician will remove the remainder of the lead and have the lead replaced.